Event description:
Medtronic received information that during the implant of this 28mm mitral mechanical valve, it was explanted and replaced with an unknown product due to unilateral valve leaflets not opening. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.